Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient reported that she had her leads revised due to them not working. They were replaced (B)(6) 2015 and she had 2 lead wires in the back. The issues with the leads had started ever since the first surgery (implant) in (B)(6) 2014. She was having issues with her nerves; she had problems walking and she fell twice this year. The dates of the falls were not known. She was going to therapy for the nerve issues on the right side of her body. This had been going on since 4 months after implant. She had weakness on her right hand and had problems opening things that started in (B)(6) 2015. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the reported issues and if the issues were resolved. This event will be updated if additional information is received.